Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for a follow-up, lead fracture was observed. The lead was capped and replaced. The patient tolerated the procedure well.